Event description:
It was reported that a joint cover of an op light arm fell into the operation field. There was no injury reported.

Manufacturer narrative:
The investigation was performed based on the provided description/photos and a reference arm. Based on the given information, a mechanical damage of metal clip that is part of the joint was identified as the root cause for the reported event. The dents on the clip obviously result from repeated collisions with other arms, lights or beams. The draeger instructions for use (IFU) describes that objects in consequence of damages of the lights and the suspension can fall down into the operation field. Apart from that it contains a warning that collisions of the lamp bodies or parts of the suspension shall be avoided, because objects can fall down into the operation field. In chapter maintenance intervals the IFU also prescribes that a functional and visual inspection of the complete surgical light shall be carried out regularly before use. In addition, the conclusion of a service contract is recommended. (B)(4). No similar cases have been reported to draeger by now. Hence, this event is rated to be a single failure.